Event description:
It was reported that the device was used during a lap cholecystectomy. It was reported by the rep that the dr went to fire the ER 320 and it did not appear that the clips were loaded correctly. As she went to fire the instrument the clips were not closing correctly. After it was taken off of the sterile field, it was fired once and it did not seem as if the clips advanced or closed the way they should. The four clips fired with the instrument were returned. There was no consequence to the pt.